Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a male pt who developed knee erythema and warmth after receiving treatment with synvisc one. Although, the role of device cannot be ruled out due to anatomical proximity, however, info regarding underlying disease and concomitant medications is needed for better assessment of case. Sanofi company f/u comment dated october 08, 2013: the f/u info does not alter the overall medical assessment of the case.

Event description:
This serious unsolicited device case was received from (B)(6) on (B)(6) 2013 from a doctor via a company rep. This case concerns a (B)(6) male pt who developed swelling, redness, heat and pain in the knee and knee effusion whilst receiving synvisc one. The pt's medical history was significant for medical device implantation with synvisc one (two injections). No past drug, other concomitant medication or concurrent condition was reported. On an unspecified date in 2013, the pt initiated treatment with synvisc-one injection (route of administration, dosage regimen not provided batch/lot number and expiration date unk) into an unspecified location. On an unspecified date in 2013 (a day or so after synvisc one injection), the pt developed swelling, redness, heat and pain in the knee. It was reported that the knee was drained (knee effusion) and a cortisone injection was administered. Action taken: unk. Corrective treatment: cortisone injection. Outcome for all the events: unk. (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Add'l info received on (B)(6) 2013. Ptc investigation report was added.